Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider via a manufacturer representative reported that a patient's device was not working and the device was explanted for unknown reasons. No patient identification, product information, event date, event context, potential event cause, symptoms, troubleshooting, or outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.